Event description:
It was reported that during routine follow-up, the lead showed thresholds had increased to 6 volts @ 0.4 ms with no capture and then returned to 1 volt @ 0.4 ms during the lead testing. Real time and stored egms showed t-wave oversensing which was gone temporarily with reprogramming. It was noted that the patient had recently undergone rigorous stretching, spinal and trunk manipulation. The physician wondered if something had happened to the lead. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.